Manufacturer narrative:
(B)(4). Date sent: 6/7/2024 d4 batch #: t94x8e investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. This issue does not affect handpiece performance. The handpiece was connected to a generator, evaluated with a test instrument and was found to be functional. The handpiece was fully functional and performed as per requirements. The handpiece was disassembled to verify the condition of the internal components, and there was moisture present.. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. It is probable that the ingress of moisture affected handpiece functionality. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event.

Event description:
It was reported that during an unknown procedure the device was in error mode.no patient consequence.